Manufacturer narrative:
Other, other text: b3: unknown; no information has been provided to date. One device was received for evaluation. Visual inspection revealed signs of contamination on the pump. Review of event history logs confirmed a force sensor test error. Functional testing was able to duplicate the reported issue; the pump powered up with the alarm for force sensor test. The root cause was determined to be that the force calibrations were out of specification. The force sensor was recalibrated. The product?s history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.

Event description:
It was reported that the device exhibited a force sensor failure error. It is unknown if there was patient involvement, no adverse patient effects were reported.